Manufacturer narrative:
Device used for treatment, not diagnosis coulibaly, m.o. And et al. (2015)."results and complications of operative and non-operative navicular fracture treatment". Injury, int. J. Care injured 2015; german article. This report is for unknown plate, unknown quantity, unknown lot. (B)(4) hardware removals/revision surgeries, patient medical device irritation. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, coulibaly, m.o. And et al. (2015)."results and complications of operative and non-operative navicular fracture treatment". Injury, int. J. Care injured 2015; german article. The purpose of the retrospective study was to compare results of operative (orif) and non-operative (not) treatment in navicular fractures. Eighty-eight patients with 90 fractures were included in the study. The following complications occurred for the orif treatment: 25 hardware removals (second surgeries); 16 for irritation, 5 for prominent or broken plates; secondary osteoarthritis; infection; nonunion; deep vein thrombosis. This is report 2 of 2 for (B)(4). This report is for an unknown two-point fixator plate.